Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient and their healthcare provider (hcp) determined that the cause, according to the patient, was that stimula tion was not working, but their hcp indicated that the cause of the power on rest and symptom return was that the patient was using the incorrect remote as the patient has multiple devices. The correct remote was used with the hcp. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she went to check her settings again as she had a return of bladder symptoms and saw por-power on reset. There was no fall or trauma reported related to this event. No further complications were reported/anticipated. No further complications were reported/anticipated.